Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as related to the patient having a cold. The patient was hospitalized for the peritonitis event. The patient was treated with an unspecified treatment. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.